Event description:
It was reported that "the syringe broke during the injection. The surgeon suffered a cut to his hand." Attempts for additional information have been requested from the complainant but have been unsuccessful at the time of this report.

Manufacturer narrative:
(B)(4).